Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of leak from the blue winged cap was confirmed. The root cause was determined to be loose blue winged luer cap. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 100 device was observed leaking at the blue winged cap during storage. According to the report, the device was filled with 90mg of pamidronate in 250 ml sodium chloride. The problem was noted prior to product use; there was no patient involvement. This is report 1 of 10 with the same reported problem from this facility. This is report 4 of 10 with the same reported problem from this facility.